Event description:
Subsequent to the initial medwatch additional information was received reporting that the promus stent delivery system was never inside the patient because the device became stuck on the guide wire during advancement. During attempts to pull the device back, the distal shaft separated and the stent dislodged. The patient's current condition is excellent.

Event description:
A customer contacted baxter's global technical service center requesting assistance starting over with new supplies on the homechoice (hc) machine at 'connect bags.' The home patient (hp) was not connected. The hp stated she was connecting the bags and accidently pulled the spike out of the heater bag. The hp was assisted to end therapy and would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified there was no patient injury or medical intervention associated with the incident. The patient continues with the therapy and is doing fine. The pdn stated that this patient is educated on the proper procedures and stated that is why she knew to call when this incident occurred, as that was the right thing to do. The pdn confirmed that the patient would have discarded the sample and finished the box of product.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The lot number was not provided; therefore, a batch review cannot be conducted. The cause of the incident was determined to be user error from the information provided in the complaint. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.